Event description:
The patient reportedly experienced intermittency for four to five days followed by loss of lock between the external equipment and the cochlear implant. External equipment has been exchanged. The center reported that troubleshooting is inconclusive. Revision surgery is under consideration.